Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported the fully charged autopulse li-ion battery (sn (B)(4) is unable to power on the autopulse platform. The platform displays a "replace battery" message. When the battery is inserted into the multi-chemistry charger (mcc), the status lights of the mcc illuminates the red fail light. No patient involvement.